Event description:
It was reported that one bd ultra-fine¿ nano¿ pen needle clogged/locked up during injection. The following information was provided by the initial reporter: "consumer reported found one pen needle to lock up / clogged during injecting. Consumer reported did not know how to correct this issue with his pen clogged - has not taken his injection / lantus since sunday."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.